Manufacturer narrative:
Analysis found the analyzer was defective; parameters were out of tolerance.

Event description:
The analyzer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.